Event description:
During a customer care visit, leica representatives were advised that re-biopsy of three (3) patients had been conducted because the pathologist had been unable to make a diagnosis from the original biopsy sample(s). Each of the cases involved immunostaining of a section(s) prepared from the histological specimen(s) mounted on a microscope slide(s) using the bond-iii fully automated ihc and ish staining system. Refer to MFR. Report# 8020030-2014---75 and 8020030-2014-00076 for specific details of the other patients involved in this event. Investigation of this incident by leica biosystems is in progress.